Event description:
It was reported that the device would not turn on/off. No patient involvement was noted.

Manufacturer narrative:
7the customer reported problem was confirmed. Physical inspection of the device noted a faulty f1 c3 on the motor controller board assy. A review of the device history record for (B)(4) was performed from date of manufacture 08/12/2019 to the present date 10/09/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to electrical failure of the fuseblock .75a 125v smd3820.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device would not turn on/off. No patient involvement was noted.